Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. Device evaluation: visual analysis of the returned device identified: brown particles and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening a striated in the posterior side consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior due to surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.